Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited high, out-of-range (oor) shocking lead impedance measurements greater than 125 ohms. The presenting electrogram (egm) shows clean signal on shock channel. Also, it was observed that there was a slow and gradual increase in impedance until it triggered the out-of-range (oor) shocking impedance measurements. Boston scientific technical services (ts) discussed possible causes and provided measures for troubleshooting. Additional information was received indicating that a defibrillation threshold (dft) test was successfully performed and that the impedance measurements obtained were within normal range. The patient will continue to be monitored. This system remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.